Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the returned driver found the distal hexalobe tip had fractured and became detached. Both the raw material and hardness were inspected and determined to meet print specifications. Root cause appears to be the use of the driver with the incorrect torque handle which allow additional force to be applied to the instrument.

Event description:
Torque driver broke in surgery